Event description:
Additional information from the consumer reported that she thought the return of symptoms and loss of stim was caused by a backward fall on concrete fall. To resolve the issue, she asked the manufacturer for advice and actions to take. The issues had not resolved as of (B)(6) 2016. It was noted that the patient spent one week in the hospital and 2 weeks in rehab after the fall. Several x-rays were taken. Further information indicated that there were two falls and she landed on her back but she did not know if she damaged the implant due to the falls.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; they patient could not feel stimulation and didn't think their implantable neurostimulator (ins) was working because they had a return of symptoms. The patient could usually feel stimulation at 1.2v but now could not feel stim at 1.3/1.4v. The therapy was confirmed on and the patient was to follow up with their healthcare provider (hcp). The patient later reported they were still having issues with no stimulation or therapeutic effect. The patient mentioned they had an appointment next month.

Event description:
The patient further reported that she was experiencing an increase in urinary symptoms. She was having to use pads and very soaked. She turned stim up to 1.4 and turned it back down because she was feeling it too much. She felt no stim when she turned it down. It was also reported that the patient and her husband were having trouble with patient programmer use. Patient stated they are old. While troubleshooting, patient's husband stated he saw a screen and patient services determined they were seeing the turn ins on screen. It was indicated that patient was able to increase stim but patient's husband stated stim was decreasing by itself without him touching any button. The patient was able to turn stim on and increase it to 1.5v. It was noted that the patient was not feeling stimulation while therapy was on. There was no fall/ trauma related to the issue. It was indicated that patient had appointment with hcp the next day, they would have hcp walk them through since it was easier when someone help them in person.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.